Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge detection notification occurred during the load sequence. Upon investigation, the customer found that there was an o-ring from a previous cartridge on the pneumatic tap. The o-ring was removed and the cartridge continued not to be detected. Customer's blood glucose level was 176 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.